Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the six week post-implant follow-up, this right atrial lead exhibited loss of capture and confirmed via x-ray imaging to have dislodged. The physician elected to surgically intervene and reposition the lead; however unsuccessful and the lead removed and replaced. The explanted lead in not intended to be returned for laboratory analysis and no other adverse effects were reported.